Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2016 maximum right ventricular (rv) capture threshold measured 2.25 v and then consistently measured 2.5 v.

Event description:
It was reported that post implant the right ventricular (rv) lead threshold was rising and a few months later the threshold is high. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.